Manufacturer narrative:
(B)(4): this complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they needed a new set of internal paddles. No patient involvement was reported.